Manufacturer narrative:
Additional information was requested. This investigation will be updated if further information will be received.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. All available information indicates that the product was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field representative confirming that the product was indeed explanted.